Manufacturer narrative:
A review of lot c319 was conducted. There was no nonconformance associated with this type of failure for this lot (inc16892 drive tube bearing stop delamination). Mfg procedure bounds the failure by spin testing the previous bundle of drive tubes and the post bundle of drive tubes for where the failure has occurred. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for drive tube leaks; CAPA (B)(4) has already been initiated to investigate drive tube leaks. Service order srv-(B)(4) completed: service engineer cleaned housing and deck thoroughly; performed check out. No further action required. The assessment is baed on info available at the time of the investigation. The product return eval is still in progress at the time of this report; therefore, final investigation findings are still pending. (B)(4).

Event description:
Customer called to report a drive tube break at approx 1200 ml wb processed. Customer reported the break was able to be seen between the two drive tube bearings. Blood was sprayed in the centrifuge chamber and service will need to be dispatched to clean the instrument. Procedure was aborted without blood return. Pt remained stable throughout the incident. Customer reported that the kit will not be returned and will be disposed of in biohazard waste post procedure, per hospital policy. Service srv-(B)(4) was dispatched. Customer provided pictures for eval.